Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (essure device removal.). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: it was reported patient underwent removal due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("left ovarian cyst") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. Previously administered products included for an unreported indication: mirena iud from 2004 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 months 14 days after insertion and 3 months 27 days after removal of essure, the patient experienced alopecia ("hair loss") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching"), uterine cervical pain ("cervix pain") and depression ("depresion"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (essure device removal.) And surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, infection, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, anxiety, urinary tract infection, vulvovaginal pruritus, uterine cervical pain and depression outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menstrual disorder, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: it was reported patient underwent removal due to complications from the essure device. It was reported that she had complications during essure removal procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-may-2018: information from pfs: event depression added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and ovarian cyst ('left ovarian cyst'). In a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anxiety and depression. Previously administered products included, for an unreported indication: mirena iud from 2004 to (B)(6) 2013. Concomitant products included: levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss") and anxiety ("psychological or psychiatric problems, condition: anxiety, mental anguish"), (B)(6) months (B)(6) days after insertion and (B)(6) months (B)(6) days after removal of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). And was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching"), uterine cervical pain ("cervix pain"), depression ("depression") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy, oophorectomy, salpingectomy, surgical removal of coils and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, anxiety, urinary tract infection, vulvovaginal pruritus, uterine cervical pain, depression and vaginal infection had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: it was reported, patient underwent removal, due to complications from the essure device. It was reported, that she had complications, during essure removal. Procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, results: essure device was successfully occluded. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new event: "vaginal infection", concomitant device, patient aka name were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and ovarian cyst ('left ovarian cyst') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: mirena iud from 2004 to (B)(6) 2013. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), 7 months 14 days after insertion and 3 months 27 days after removal of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching"), uterine cervical pain ("cervix pain"), depression ("depression") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy, oophorectomy, salpingectomy, surgical removal of coils and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, anxiety, urinary tract infection, vulvovaginal pruritus, uterine cervical pain, depression and vaginal infection had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: it was reported patient underwent removal due to complications from the essure device. It was reported that she had complications during essure removal procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), pelvic inflammatory disease ('pid') and ovarian cyst ('left ovarian cyst') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics on (B)(6) 2013, anxiety, depression, dizzy, endometriosis, ovarian cyst, dyspareunia, diarrhea, nabothian cyst, nausea, vaginal itching, vaginal discharge, vulvovaginal candidiasis, hsv infection, yeast infection, vaginal haemorrhage, paratubal cyst, dysmenorrhea and adenomyosis. Previously administered products included for an unreported indication: mirena iud from 2004 to (B)(6) 2013, flexeril, rocephin, doxycycline, metronidazole, fluconazole, diflucan, clonazepam, trazodone, valacyclovir, ketorolac, depo provera, cyclobenzaprine, doxylamine succinate, ortho tri-cyclen, mycolog-ii, zofran, zoloft, vibramycin and hydrocodone. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), 7 months 14 days after insertion and 3 months 27 days after removal of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching"), uterine cervical pain ("cervix pain"), depression ("depression") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral tubal occlusion with removal of essure devices, hysterectomy, oophorectomy, salpingectomy, surgical removal of coils and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, anxiety, urinary tract infection, vulvovaginal pruritus, uterine cervical pain, depression and vaginal infection had resolved and the pelvic inflammatory disease outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: left: there were two coils into the uterine cavity. Right: one coil again were into the uterine cavity. It was reported patient underwent removal due to complications from the essure device. It was reported that she had complications during essure removal procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pid pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: event pid (pelvic inflammatory disease) added and made medically significant and intervention required due to surgery. Reporter, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), pelvic inflammatory disease ('pid') and ovarian cyst ('left ovarian cyst') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics on (B)(6) 2013, anxiety, depression, dizzy, endometriosis, ovarian cyst, dyspareunia, diarrhea, nabothian cyst, nausea, vaginal itching, vaginal discharge abnormality, vulvovaginal candidiasis, hsv infection, yeast infection, vaginal haemorrhage, paratubal cyst, dysmenorrhea and adenomyosis. Previously administered products included for an unreported indication: mirena iud from 2004 to (B)(6) 2013, flexeril, rocephin, doxycycline, metronidazole, fluconazole, diflucan, clonazepam, trazodone, valacyclovir, ketorolac, depo provera, cyclobenzaprine, doxylamine succinate, ortho tri-cyclen, mycolog-ii, zofran, zoloft, vibramycin and hydrocodone. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), 7 months 14 days after insertion and 3 months 27 days after removal of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching"), uterine cervical pain ("cervix pain"), depression ("depresion") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral tubal occlusion with removal of essure devices, hysterectomy, oophorectomy, salpingectomy, surgical removal of coils and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, anxiety, urinary tract infection, vulvovaginal pruritus, uterine cervical pain, depression and vaginal infection had resolved and the pelvic inflammatory disease outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: left: there were two coils into the uterine cavity. Right: one coil again were into the uterine cavity it was reported patient underwent removal due to complications from the essure device. It was reported that she had complications during essure removal procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pid pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and ovarian cyst ('left ovarian cyst') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: mirena iud from 2004 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss") and anxiety ("psychological or psychiatric problems condition: anxiety"), 7 months 14 days after insertion and 3 months 27 days after removal of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), infection ("infections"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching"), uterine cervical pain ("cervix pain") and depression ("depresion"). The patient was treated with surgery (essure device removal. And oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the infection, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, anxiety, urinary tract infection, vulvovaginal pruritus, uterine cervical pain and depression outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menstrual disorder, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: it was reported patient underwent removal due to complications from the essure device. It was reported that she had complications during essure removal procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events outcome were updated. On 11-may-2020: pfs received- no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 7 months 14 days after insertion and 3 months 27 days after removal of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("vaginal itching") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (essure device removal.) And surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, infection, menstrual disorder, alopecia, fatigue, weight increased, ovarian cyst, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, anxiety, urinary tract infection, vulvovaginal pruritus and uterine cervical pain outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menstrual disorder, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: it was reported patient underwent removal due to complications from the essure device. It was reported that she had complications during essure removal procedure was trauma around ovary. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, laboratory data were added. Updated suspect drug indication. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Added events abnormal bleeding (general), urinary tract infection , vaginal itching, psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes, dysmenorrhea (cramping), ovarian cyst, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss, cervix pain. On (B)(6) 2014, she explanted essure. Updated events and onset date. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.